Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber tip frayed. Mfg. Site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was opened for use in a lithotripsy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was dornier 20 console. According to the complainant, during unpacking and outside the patient, the fiber tip was noted to be frayed but was not detached. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm. Additional examination under magnification revealed that the pattern on the tip face was consistent with mild degradation. There was no damage to the fiber body and the fiber face within the sma connector. Functional analysis revealed that the aiming beam was bright, clear and scattered with effective transmission of 57.8 %. The ball tip coating was burned back further which caused the frayed appearance of the tip. Further examination on the fiber coating was performed by coherent (em) and revealed that the ball tip surface was pitted and the coating layer was burned back, this indicated a standard degradation that occurs during a typical procedure. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accutrac 200 laser fiber was opened for use in a lithotripsy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was dornier 20 console. According to the complainant, during unpacking and outside the patient, the fiber tip was noted to be frayed but was not detached. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.